Event description:
A malfunction alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was instructed to load a new cartridge, which was done successfully, allowing them to resume insulin delivery.